Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following intraocular lens (iol) implant procedure, patient had blurry reading vision, hyperopic surprise and glare. The lens was exchanged with an unspecified monofocal intraocular lens 3 month and 20 days after the initial implant procedure. Additional information has been requested.